Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was in the emergency room due to high blood glucose. Caller states that insulin pump did not receive any alarm and that blood glucose remained high even with infusion set change and insulin change. Troubleshooting could not be performed as customer was not with caller.